Event description:
Indication: common variable immunodeficiency, unspecified; other common variable immunodeficiencies. Pt reports freedom 60 pump malfunction (serial number and expiration date not provided). Pt states that the spring is broken and she can no longer crank it. Pharmacy to replace device. Unknown if device associated with event is being returned. No missed dose(s], interruption to therapy or adverse event(s] reported due to product issue. No further info. Reported to (B)(6) by pt/caregiver.